Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00253, 00254.

Manufacturer narrative:
Conclusion: no conclusion can be drawn the product was visually examined and a technical report was completed. The complaint and device history record were reviewed. (B)(4) - evidence that product in specification when used, undetermined.

Event description:
Allegedly removed during the revision of another component.